Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient is currently inpatient and presented with elevated lactate dehydrogenase (ldh) with (B)(6) plasma hemoglobin and low haptoglobin. Additional information received reported that the patient¿s ldh continued to rise. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported by the perfusionist that the scheduled pump exchange was not performed and the surgery is on hold. The patient continues to remain admitted in the hospital. No additional information was provided.

Event description:
It was reported that the patient was scheduled for a pump exchange on 27 apr 2018 due to suspected thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.